Event description:
It was reported that while setting up for a breast biopsy, there was an l3-020 error code. It was then noticed that the blue cable had exposed wires and was bent. The case was cancelled and the pt was rescheduled for (B)(6) 2007. The case was completed on (B)(6) 2007 and adequate samples were taken for pathology. No pt consequence was reported.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.